Manufacturer narrative:
Patient age not provided by reporter. Unknown when device malfunctioned. This report is for 1 unknown screw/unknown lot number. Date returned to manufacturer. (B)(6) subject device has been received and is currently in the evaluation process. Investigation is ongoing; without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the first surgery was performed on (B)(6) 2014 and the explanted surgery was performed on (B)(6) 2015. The plate was identified as broken on (B)(6) 2015. (B)(6) 2015, material received sap return nr. (B)(4). Part number is 449.627, lot. Number 8059961, received additional 4 unknown intact screws and one broken screws which is stuck in the plate. Document diagnoses have been received after p&d, under g.a, sub-mandibular extra-oral incision was done. Fractured reconstruction plate was exposed, released and removed. Then tumor site was curetted from new bone particles and then enough space was made for bone graft. Then iliac incision was done on rt. Side and harvested cortical bone graft was placed in the resected tumor site and also was packed by cancellus bone. Finally all of incision lines were sutured in layers after placing hemovacs. There was no known surgical delay. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one broken unknown screw was received. We are not able to determine the exact reason for this problem, but we it is likely that high applied mechanical force, led to this damage. No product fault could be detected.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the initial surgery was performed on (B)(6), 2014. The plate was found broken on (B)(6) 2015 and as a result, the plate was explanted on (B)(6) 2015. A prolonged hospital stay was reported; however there was no surgical delay. It was reported the type of re-operation was an exchange of reconstruction plate to iliac bone grafting.